Event description:
It was reported that the patient experienced a post-operative infection. The system was removed on and unknown date. A new system was implanted on the report date. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. It was later reported that pre-operative antibiotics were given. The date of the onset/diagnosis of the infection was (B)(6) 2013. The patient experienced redness. The primary location of the infection was the device pocket. A culture was obtained from the cerebrospinal fluid (csf) and rare staphylococcus aureus was cultured. Intravenous and oral antibiotics were given. The pump was removed in (B)(6) 2013. The infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).